Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the associated batch record showed that this batch passed all acceptance criteria and was compliant upon release for distribution. An analysis of the complaint history did not reveal any similar events for the listed product nor the batch number. An assessment to identify prior CAPA/nc/pra/hhe/field actions was executed and determined that there are no prior escalated actions related to this part number and failure mode. A review of the risk management documentation was performed and concluded that the alleged failure and associated foreseeable harms have been anticipated under multiple failure modes. The probable cause remains unknown. Factors that could contribute to the reported event include that device was exposed to high temperatures that are out of the range for the device to function optimally or damage from prolonged use, misuse or rough handling. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed; therefore no corrective actions are deemed necessary.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during npwt, sparks appeared from the side of the port of a renasys touch non connect. On inspection by the customer, it seems the port is melted. Treatment was resumed, without any delay, using a s+n back-up device. Patient was not harmed as a consequence of this problem.